Event description:
During retrieval of the recovery filter, it was discovered that one hook from the leg was missing from the filter. The facility did not attempt to retrieve the hook. There was no pt injury reported.